Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® sst blood collection tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: we have had a couple of false positive troponins and during the investigation spin time and rmp has been questioned. Sst serum separator tubes that we use.